Manufacturer narrative:
Qc was acceptable prior to the event. A field service engineer (fse) was dispatched: the fse replaced glucose stirrer motor and creatinine reagent pump. Upon recur, treatment could be impacted due to false low results for glucose and creatinine. False low pivotal modular chemistry results could cause/contribute to serious injury. A clear root cause for this event is unknown at this time. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding low results for glucose cup and creatinine cup generated by the synchron lx I 725 clinical system. The original results were: glucose 121 mg/dl, creatinine 0.1mg/dl. Rerun of the original sample on another instrument yielded higher results and was reported. The erroneous results were not reported out of the lab. There was no affect to the patient.